Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume infusors underinfused. This issue was identified after patient use. It was further stated that after forty-six (46) hours of infusion the device does not empty and that it seems that the pump gets empty at about twenty (20) hours after the expected time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from april 25, 2020 - may 01, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.